Manufacturer narrative:
E1: initial reporter address: (B)(6). If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported, that bd alaris smartsite needle-free valve damaged. The following information was received, by the initial reporter with the verbatim: 1. Time of use of medical device? (B)(6) 2023. 2. Reason for use of medical device? Indwelling needle without needle connection. 3. Status of use of medical device (normal use or not)? No. 4. When the adverse event occurred? (B)(6) 2023. 5. When the medical device was defective? Spring connection popped out automatically after disassembly. 6. Time of taking measures? (B)(6) 2023. 7. Result after treatment? Replacement with new needleless closed infusion connector.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9442021, in which the customer has stated: ¿spring connection popped out automatically after disassembly¿. The product in use at the time is reported to be a 2000e china from lot 23085034. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085034 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.